Manufacturer narrative:
H2: multiple attempts have been made to gather additional details and device log files. The device has not been returned for evaluation, the device log files have not been provided for evaluation; therefore, a definitive root cause cannot be established.

Event description:
Complainant alleged that the device did not operate correctly. Complainant indicated that there was no patient involvement in the reported issue.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation. G4. PMA/510(k)# - the device is a similar device marketed in foreign countries and is not marketed under the 510k.